Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio flex meter read inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation, and additional information obtained when the medical surveillance specialist (mss) reviewed the initial complaint call. The patient reported that the meter issue started on (B)(6) 2017 at 11 am, alleging that she received inaccurate results of 174, 169, and 96, on the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls out with lfs¿ criteria for precision. The patient reported that she does not take any medication for her diabetes, and in response to the alleged inaccuracy she consumed more food and drink. She denies developing any symptoms in response to the alleged meter issue, but stated she received health care professional phone advice, recommending that she get a new meter. During troubleshooting, it was established that the patient¿s meter was set to the correct unit of measure, and the strips had not been open longer than the discard date, had not expired, and had been stored correctly. The csr noted the patient did not have control solution to test the subject meter. The products were requested back for evaluation and replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to the development of signs or symptoms that meet lfs criteria for a serious injury reportable adverse event. However, this complaint is being reported as a malfunction because the alleged product issue was not resolved during troubleshooting.